Event description:
A medtronic representative reported an exam that failed tracer twice, however, he noted that the pt's head appeared to be tilted back in the scan. They went to a pointmerge registration and received a passing predicted error after storing five points, however, the surgeon felt 2-3mm inaccurate on the tip of the nose. Following troubleshooting with medtronic technical services, the surgery was completed without the use of the fusion navigation system. There was no impact on the pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.